Event description:
Per the surgeon's report, this patient complained of pain over the implant site and reported not being able to obtain appropriate loudness on most channels. The patient experenced a decline in performance over the last 3 to 6 month period. Implant diagnostic testing showed normal results. The surgeon explanted the device in 2006. An acoustic neuroma was discovered during the explant surgery, so the patient was not reimplanted at that time.